Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated upon removal of the sensor, he believed the sensor wire was under his skin but was unsure where. He saw his endocrinologist and had the endocrinologist examine the area on his abdomen where he believed the sensor wire to be. The endocrinologist was unable to locate the sensor wire and did not provide further treatment and advised the patient to monitor the site. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.